Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited myopotential over-sensing. The electrocardiogram revealed low level, high frequency noise that was inhibiting pacing in episodes that went back to (B)(6) 2017. The device remained implanted. The patent would be monitored with routine follow-up.